Manufacturer narrative:
Four samples were returned for analysis and a kink was detected on the pump tube of the four samples caused by the ffp system since that they were returned without the blue clip; arch height pump tube is too low almost flat. Accuracy testing could not be performed because the kin that was detected did not all fluid to pass. Due to the fact there no part number was reported, a review of the manufacturing process for p/n 21-7322-24 l/n 3988477 was conducted by quality engineer on 27-may-2020, in order to verify that there are no situations or practices that could create the event as described in "complaint description" section. Instruction for use from p/n 21-7322-24 was reviewed in order to verify for any cautions no could create delivery issue during the use (see warning section on ) mitigation: during the manufacturing process, production personnel do a visual inspection before a process (assemble, bond, etc.) To ensure that the material is in perfect shape; also, right after a workstation, personnel redo an inspection in order to find any discrepancies. Production personnel perform a 100% visual inspection in order to verify that the pump tube arch height is within tolerance. Production personnel perform an accuracy test to 4 samples at shift start up, the end of every shift, the beginning of every job, the end of every job; or a new lot of materials/components or equipment adjusted. Quality takes a sample of 15 units at an interval of two (2) hours, prior to placing product in bag, in order to: inspect pump tube uv bond to housing, in order to verify that the pump tube arch height is within tolerance. Verify that the adhesive not be excessive or outside the defined application area. Verify parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts, or other workmanship defects that can affect assembly function or appearance. Audit the accuracy test is being performed according to the manufacturing procedure. Root cause: since it is a known problem, based on visual inspection of the samples the most probable root cause is than pump tube arch height is too low. Action taken: CAPA 20capa018 was open on 15-oct-2019 in order to implement corrective actions for this failure mod.

Event description:
Information was received indicating that at the end of therapy of parenteral nutrition solution using a smiths medical cadd set, it was noted that 700ml of solution was in the pocket and the patient only received 300ml of the prescribed 1000ml. The reporter indicated that per the nurse, the programming of the pump was correct. No adverse effects were reported.